Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. An engineering evaluation is being conducted. Please note additional device involved: (B)(4).

Event description:
On (B)(6), 2011, this patient was implanted gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. Upon final angiogram it was noticed that the contralateral leg component was not inside the gate. The physician could not bridge the device as the contralateral leg component seemed to be posterior to the trunk-ipsilateral leg component. The physician then converted the patient to open repair. The patient tolerated the procedure.